Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the leg on (B)(6) 2017. No additional event or patient information is available.no product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has voltage. Functional testing was performed and no failures were detected. The reported event of inaccuracies could not be confirmed with transmitter testing. A root cause could not be determined.